Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 at 5:30 pm the patient obtained a blood glucose reading of 36 mg/dl and he experienced the symptom of sweating. The patient was treated with soda, and his blood glucose level returned to normal level. The reporter noted that earlier that day, at 11:00 am, the patient had been given a bolus dose of insulin via a syringe injection. The patient was also reported to be very active. The reporter refused to troubleshoot the pump at the time of the call, therefore no information was provided about the pump settings, programming, history or date/time. The technical service representative contacted the reporter to obtain further information; however was unable to reach her by telephone. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 10/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the black box starts on (B)(4) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.